Event description:
As reported by the field clinical specialist (fcs) approximately 5 years, 9 months, and 22 days post transfemoral transcatheter aortic valve replacement with a 23mm spaien 3 valve the valve had to be explanted due to structural valve deterioration and a surgical valve was implanted. The patient presented with dyspnea and fatigue. The patient had a peak gradient of 124 and a mean gradient of 82, the valve index area was 0.64. The leaflets were found to be thickened; the left coronary cusp was mildly restricted and the other 2 leaflets were significantly restricted. The patient is still in the hospital post explant. Per medical records the patient presented with severe stenosis and perivalvular insufficiency. Under general anesthesia, the patient had tavr explant and avr. Per imagery review by edwards imager the valve leaflets appear somewhat thickened and markedly elevated calcium burden, particularly involving two of the prosthetic leaflets, with features consistent with calcified nodules.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Available information suggests the patients advanced age and patient factors likely contributed to the event as the patient has a history of dyslipidemia, diabetes, and obesity. Another possible cause was halt or subclinical endocarditis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.